Event description:
The customer contact reported an operator error in programming the device that resulted in the patient receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of integrilin and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse disconnected the tubing set from the patient's IV catheter. The nurse connected an extension set to the distal end of the tubing set and then increased the rate on pump in order to prime the extension set. Once the extension set was primed, the nurse attached the distal end of the extension set to the patient's IV catheter. Approximately 20 minutes later, the pump alarmed for an unspecified alarm condition. At that time, the nurse noted the pump was still programmed at the increased rate that had been previously used to prime the extension set. Reportedly, the nurse "forgot to decrease the rate." There were no reported adverse patient effects. Though requested, no additional information was provided.